Manufacturer narrative:
A sample device was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax.. A completed questionnaire was not received. (B)(4).

Event description:
An asc director reported that during an intraocular lens (iol) implant procedure, the posterior capsular bag broke once the lens was in the patient's eye. The lens was removed and another lens was implanted instead. Additional information was requested.